Event description:
The pt reported that he did not feel that the pump was delivering insulin accurately. The pt reportedly experienced elevated blood glucose levels with occasional ketones.

Manufacturer narrative:
The pump was not returned to animas. If the pump is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.